Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Brushhead lodged in throat [foreign body]. Sore throat [oropharyngeal pain]. Brushhead came off [device breakage]. Brushhead came off, lodged in throat, sore throat [injury associated with device]. It is a little bit loose [device connection issue]. Case description: a mother reported that her (B)(6) son had been using an oral-b stages power toothbrush for a while but this week while brushing his teeth the oral-b brushhead, version unknown had come off and got lodged in his throat. The mother stated that her son was able to get it out but did have a sore throat. The case outcome was recovered. No further information was provided. (B)(6) 2015 follow-up phone call with consumer: the mother reported that her son was fine, that he had pulled the head out of his mouth now. She described that the toothbrush head had been in use for two weeks and was a little bit loose, but not a worrying amount. The case outcome remained recovered. No further information was provided.